Event description:
The account alleged the foot brake casters will pivot when the brakes are set. No pt impact.

Manufacturer narrative:
The account will replacing the foot brake casters which will resolve this issue.